Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that the esc button was not responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that they were hitting the button multiple times to work. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.